Event description:
Procedure type: laparotomy. According to the rptr: after the second firing of the device, the staple line did not hold and fell apart. The entire area was resected and the anastomosis was hand sewed. Or time was extended more than 30 mins.